Event description:
Per the medical article "asymmetrical expansion of balloon expandable transcatheter aortic valve prostheses" corresponding author dr thomas pilgrim, the aim of this study was to investigate the impact of asymmetrical expansion of balloon-expandable thvs on hemodynamic valve performance and clinical outcomes. 1,216 patients undergoing transfemoral tavr for native severe aortic valve stenosis with contemporary balloon-expandable thvs between february 2014 and june 2022 were include in this study. The following events were identified as pertaining to an edwards lifesciences device: the article reported in table 3 procedure outcomes according to tavr asymmetry index (high vs low), coronary artery occlusion was listed. No additional details were provided in the table or the article.

Manufacturer narrative:
E1 phone number (B)(6). Reference article, maznyczka, annette, et al. "Asymmetrical expansion of balloon-expandable transcatheter aortic valve prostheses: implications for valve hemodynamic and clinical outcomes." Cardiovascular interventions 17.17 (2024): 2011-2022. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2022. For this reason, the first day of the reported study period (01-february-2014) was used as the occurrence date. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of six manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2025-00454, 2015691-2025-00455, 2015691-2025-00456, 2015691-2025-00457, 2015691-2025-00458, 2015691-2025-00459, 2015691-2025-00460.